Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in a shunt in an anastomotic vessel. An encore 26 inflation device was used together with a 6.0 x 80, 40cm mustang balloon catheter in a percutaneous transluminal angioplasty. However, during the procedure, the balloon did not inflate, and the applied pressure did not increase. It was then suspected that the balloon had ruptured. The device was replaced with a new balloon; however, the pressure still did not increase. The procedure was completed by operating the inflation device by force. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded, which indicates that the device was subjected to positive pressure. The returned device was attached to an inflation unit and positive pressure was applied, the balloon was inflated to its rate of burst pressure for 30 seconds using deionizes water and digital timer, without issue. A vacuum was then applied. The inflation device was verified at 24 atmospheres, before and after use with calibrated pressure gauge. This inflation to rate of burst pressure was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. As per mustang specification the rated burst pressure for this device is 24 atmospheres. No issues were noted with the tip of the device. A visual examination found no issue with the markerbands. A visual and tactile examination found that the shaft was free from kinks or damage. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in a shunt in an anastomotic vessel. An encore 26 inflation device was used together with a 6.0 x 80, 40cm mustang balloon catheter in a percutaneous transluminal angioplasty. However, during the procedure, the balloon did not inflate, and the applied pressure did not increase. It was then suspected that the balloon had ruptured. The device was replaced with a new balloon; however, the pressure still did not increase. The procedure was completed by operating the inflation device by force. No patient complications nor injuries were reported.